Event description:
The customer stated that he was hospitalized due to hyperglycemia. Troubleshooting was performed, and the insulin pump passed the prime and high pressure tests. The customer stated that when he removed the infusion set from his body, there was blood at the site. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.